Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date of occurrence could not be remembered. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, after successfully deploying the sutures and advancing the knot to the arteriotomy, hemostasis was not achieved. Hemostasis was achieved using manual arterial compression. Later in the evening the patient developed a hematoma (size was not provided as the physician could not remember) and required a blood transfusion. The patient is reported to be doing fine. No clinically significant delay in the procedure was reported. There were no reported adverse patient sequelae. The physician reported to be in-training in the use of the proglide device. No additional information was provided.